Event description:
The reporter stated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2012 due to the development of a cataract. The cataract was removed and an iol was implanted.

Manufacturer narrative:
Surgical procedure, secondary surgery. Cataract, induced. Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the facility reported the lens opacity was first observed on (B)(6) 2012.